Manufacturer narrative:
Device history record could not be reviewed as only a partial lot code was provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer did not return unused product for evaluation.

Event description:
Consumer reported that the tampon fell apart as she was removing it, and she was concerned about material that might be left inside.